Event description:
Endoanchors were used as part of an evar revision procedure in (B)(6) 2013. The original evar procedure was completed in 2011 using a medtronic endurant endograft. Due to sac enlargement and a type ia endoleak observed on follow-up, a revision was undertaken in (B)(6) 2013, which involved placement of an endurant cuff and three (3) endoanchors. Completion arteriography during the revision case demonstrated a small persistent type ia endoleak that the physician believed would self-resolve after the anticoagulation wore off. However, follow-up in early 2014 demonstrated continued sac enlargement. The patient was converted to open repair in (B)(6) 2014 with removal of the endograft components and placement of an interposition graft. The endoanchors were not removed during the open procedure as the endograft was cut out around the anchors. Via direct visualization, the endoanchors were noted to be well-positioned through the aortic wall in the original implant locations. The proximal anastomosis of the surgical graft was completed above the level of the endoanchors. The open aneurysm repair was tolerated well by the patient and was completed unremarkably. It is unknown if the continued aneurysm expansion was due to a continued type ia endoleak or other endoleak; therefore, it is unknown if the combination of endoanchors and the endurant cuff place in (B)(6) 2013 were unsuccessful in resolving the endoleak.

Manufacturer narrative:
There was no allegation or evidence of a device malfunction at the time of the procedure in (B)(6) 2013 and no evidence of device defect noted during the conversion procedure in (B)(6) 2014. The endoanchors were not explanted; therefore, no physical evaluation was performed.